Event description:
Info received indicates the casters are not holding when in brake. The casters continue to ratchet.

Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the four casters to repair the bed.